Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient had difficulty moving, she was very rigid and required support to walk, patient had dyskinesia and excessive movement in their right leg throughout the day, it was also reported that the patient experienced distressing nocturnal hallucinations. Patient's condition stabilized after administration of extra does. No further information reported.